Event description:
The pt reportedly experienced an infection at the implant site. The pt was prescribed oral antibiotics (type unk). Advanced bionics is currently in the process of obtaining add'l info. When add'l info is received, a supplemental report will be submitted.